Manufacturer narrative:
Manufacturing review: the sample was not returned from the user facility; therefore, a device evaluations is unable to be performed. Lot history review revealed there is only complaint for corporate lot number gfbr2143. A DHR review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the actual sample was not returned for evaluation. It is known that the patient¿s left cephalic vein was reportedly reoccluded. A revascularization was performed and the hcp deemed it was successful. The investigator assessed that the event was not related to the study device, but possibly related to the procedure. However, the lack of further information or the returned sample prevents both confirmation of the reported event and identification of a root cause(s). Label review: based on the instructions for use (IFU), the occurrence of reocclusion is an inherent risk of any pta procedure, and has been reported in clinical trials of drug coated balloons.

Event description:
It was reported through a post market approval study during the index procedure, a lutonix percutaneous transluminal drug coated balloon (dcb) dilatation catheter was used to treat the target lesion in the left forearm cephalic vein. Approximately 150 days post index procedure, the target lesion was reoccluded. Re-intervention was performed with successful result. The investigator assessed the reocclusion event was not related to the study device and possibly related to the index procedure.